Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6). Has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a defective u703 op amp on the distribution node pca. The root cause for the defective u703 component could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of electrode belt sn (B)(6) is currently underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure has not yet been identified. Will submit a supplemental MDR upon completion of device evaluation. The root cause for the failure has not yet been identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure has not yet been identified. Will submit a supplemental MDR upon completion of device evaluation. The root cause for the failure has not yet been identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.